Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (ICD) (B)(6) 2014; 6947m55 implantable tachy lead (B)(6) 2014; 419588 implantable pacing lead (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had encountered a bradycardia episode with a heart rate drop below the recommended and programmed heartbeat rate. This is indication that the right ventricular (rv) lead had encountered a sensing issue. There was a sensing program adjustment on the rv lead, and the lead remains in use. No patient complications have been reported as a result of this event.